Manufacturer narrative:
(B)(4). Visual analysis of the complaint device found the basket in the opened position and the pull wire was out of the sheath when received. Functional evaluation found the thumbwheel moved freely in both directions, but the sheath would not move over the wire and the basket would not close. The device was disassembled. The device has the pull wire broken at the pinch vise assembly cannula (handle section). It is most likely that the device could have been manipulated during preparation. Moreover, excessive force or twisting of the device by user could have caused the failure "pull wire broken". Therefore, the most probable root cause is "handling damage". The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflex¿ stone retrieval basket was to be used in a stone removal procedure performed on (B)(6) 2017. According to the complainant, during preparation, the basket failed to open. The procedure was completed with another optiflex basket. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; pull wire broken.